Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "softening" and intracapsular rupture on the right side. Device has been explanted.

Event description:
Healthcare professional reported intracapsular rupture on the right side. Diagnosed MRI scan. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp broken shell, striated opening, non-penetrating nicks and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A sharp pattern on radius of broken device assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported intracapsular rupture on the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device is seen broken.